Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and collected the relevant alarm log from the philips intellivue information center (piic ix) and the configuration and monitor setting files form the intellivue mx700 patient monitor for further evaluation by research and development department (r&d). A philips development engineer reviewed available data and found in the configuration file of the intellivue mx700 patient monitor that the "extreme alarms" for abp are set to disabled in all three saved profiles. It was also established that the intellivue mx700 patient monitor did not send any alarms to the intellivue information center (piic ix) between 19:44 and 20:16. Based on the available information, the device was working as expected. This case was determined to be a configuration issue. The device remains in use at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no abp low red alarm was triggered from the intellivue mx700 patient monitor after patient torn off patients cable on (B)(6) 2020, bed ID 9b-3e between 19:30 - 21:00. The patient died.